Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted successfully. Patient prescribed dapt after implant. On 15 february 2023, at 3 month follow up, a 3-4mm thin fluttering isoechogeni thrombus was found on the device by transesophageal echocardiogram (tee). The patient was started on novel oral anticoagulants (noac). No patient consequences were reported. The patient was reported to be stable and not hospitalized. On (B)(6) 2023, another transesophageal echocardiogram (tee) was done. No changes to patient condition.

Manufacturer narrative:
An event of a thrombus on the device after three months of the implant procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted successfully. Patient prescribed dapt after implant. On (B)(6) 2023, at 3 month follow up, a 3-4mm thin fluttering isoechogeni thrombus was found on the device by transesophageal echocardiogram (tee). The patient was started on novel oral anticoagulants (noac). No patient consequences were reported. The patient was reported to be stable and not hospitalized.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.